Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that there was a "no power alarm" not sounded during smr upgrade. No additional information provided.

Manufacturer narrative:
The reported event (no sound) was confirmed via functional testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing which established that the internal battery was not charging because of cracked soldered connections between the printed circuit board (pcb) pads and the nickel-metal hydride (nimh) battery charging integrated circuit. The integrated circuit monitors the capacity of the nickel-metal hydride (nimh) internal battery and charges the battery when needed. In order to confirm this, the pins were re-soldered and the charging system was re-checked. After this repair, the internal battery was able to charge as intended, and the no power alarm sounded as expected. The actual root cause was confirmed to be defective solder joints on the controller printed circuit board. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.